Event description:
Caller reported concern about faster-than-expected battery depletion, believing it should last longer than three days. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller that the battery's consumption of 15-35% per day is normal, and the caller understood this explanation.